Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had been having difficulty connecting equipment. It was noted there was no rhyme or reason for communicator placement. It was noted the equipment gets hung up on 91%. The equipment worked fine when the patient received it, but the issue developed over time. Caller confirms equipment had not been wet/dropped and the patient was thin. Caller unsure of when issue began. It was reported it seemed to be worsening. It was also reported the equipment froze earlier today, and did not allow the patient to bolus, but during call, equipment working as intended. An email was sent to repair for a replacement.